Event description:
It was reported the colonovideoscope displayed an e315 scope error. The event occurred during set up prior to use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9 (date returned), h2, h3, h4, h6 the device was returned to olympus for inspection and the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.